Event description:
It was reported that the customer experienced a low blood glucose level of 50 mg/dl. The customer treated her high blood glucose level with a glass of coke. She also reported that her serter never fired. The product was returned. Nothing further to report.

Manufacturer narrative:
Inspected one opened and used enlite sensor and found needle separated from sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.